Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed., corrected data:

Event description:
The customer reported, downloading trend. The data I am in need of from (B)(6) 2017 is related to a respiratory arrest of one of our children. I'm interested in his oximeter saturations and heart rate for the hours leading up to, during and after the event."